Event description:
I was shocked 18 times in about 20 minutes by my saint jude defibrillator on (B)(6) 2014. No life threatening event happened, my device just started shocking me hard. What my wife went through was something no person should have to endure. The shocks were nothing compared to the screams from her and my 2 granddaughters every time it would shock me. I believed I was going to die, there was no other reason in my mind of why it wouldn't stop. My doctors were going to leave the lead in and reuse it, or cap it off? Upon further interrogation they saw cracks in the lead so they had to remove it! I developed a hematoma from the surgery. For years I have lived with a very erratic heart beat. My heart flipped out constantly. Now I know why. My lead was a riata 7071/65 it is not on the recall list, why! I can't believe I lived through it, definitely damaged my heart troponin was elevated, and elevated even higher the next day. Scary because my doctors all told me my lead was okay, because it was not on the recall list??? It was defective, and it hurt me bad.